Manufacturer narrative:
Updated postal code (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed error message 7018 reagent carousel temperature controller board communication error on alinity c processing module. The customer determined melted and damaged j1 cable on cooler controller board during the troubleshooting of the communication error. There was no patient involvement and no harm to user reported.

Manufacturer narrative:
During the site visit by the field service engineer (fse) the analyzer was inspected and discovered evidence of charring/melting of the cable, cnb20 to bcr and peltier bd. (Part number c-35016787-01) due to the reagent cooler controller board malfunctioning. The cable, cnb20 to bcr and peltier bd. (Part number c-35016787-01) was determined the likely cause for the issue. There was no fire or smoke was seen nor any damage to the instrument. There was no injury to personnel reported. A review of the service history for the alinity c (B)(6) processing module revealed no additional issues were reported. A review of tracking and trending did not identify any trends for the alinity c processing module or the cable, cnb20 to bcr and peltier bd. A review of tracking and trending did not identify any trends for the alinity c processing module or the cable, cnb20 to bcr and peltier bd. Based on the available information, no systemic issue or deficiency of the cable, cnb20 to bcr and peltier bd or the alinity c processing module, serial number (B)(6) was identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.